Event description:
It was reported that the patient reported no relief from the pump since implant; the patient had less than 50% therapy relief. Revision surgery revealed that the catheter was fractured at the spinous process at the site that it exited from the intrathecal space. The distal piece of the catheter remained in the intrathecal space as the surgeon could not safely retrieve it. The rest of the catheter was explanted. A new catheter, pump, and pouch were implanted. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8590-1, lot# n253364, implanted: (B)(6) 2010, product type: accessory. (B)(4).